Event description:
Olympus rec'd a medwatch report, which stated: "scope image fogged and was unable to be cleared. The device was replaced with another scope, which eventually fogged as well. The physician then converted the procedure to an open shoulder procedure. Scope had been sent to a third party vendor for cleaning. This issue may have something to do with that part of the process."

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Olympus contacted the user facility on multiple occasions via phone and in writing to obtain add'l info regarding the reported event, but no further details were provided. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for eval, or if significant add'l info is rec'd, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.